Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and no physical damage was found where the material remained. However, the cause of the reported event is likely due to humidity may have gotten inside the light guide (lg) lens resulting in corrosion due to the peeling of the lg-lens glue that was caused by chemical stress from used chemical agents, physical stress by hitting / dropping the distal end, or the like. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. IFU provides the preventative measures in 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "problems with the nail" ( forceps channel issue). No harm was reported. No patient harm, no user injury reported. Device evaluation found the device forceps elevator and distal end found with foreign material. This report is being submitted due to the finding of foreign material in the forceps elevator and distal end (handling , insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation, leakage was found at a-rubber (insertion tube/bending section) and switch 4. The lens adhesive found cracked. Light guide lens found dirty. Furthermore, inspection found foreign material on the device forceps elevator and distal end attributed due to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: up/down knob damaged. Air/water and suction cylinder discolored, electrical connector (el connector) corroded, universal cord protector has a cut, light guide rod cracked, grip shaved, right/left knob scratched, l-arm corroded, and connecting tube has buckles. Investigation is ongoing. This report will be supplemented accordingly following investigation.